Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had out of range bipolar impedance. Reprogramming was done and the lead remains in use, with plans to continue monitoring. No patient complications have been reported as a result of this event.

Event description:
It was further reported that the right ventricular (rv) lead had high thresholds and a confirmed rv coil fracture which led to multiple inappropriate shocks and device detections/therapies were programmed off. It was noted that the patient occasionally experiences mechanical falls due to a neuro-muscular degenerative disease and walks with a crutch and uses leg braces. The patient had a recent fall and it appeared that the rv coil fracture occurred at that time. The rv lead was capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.